Event description:
Pt reports the battery compartment has a crack. Sn (B)(4). Sending replacements for delivery tomorrow. No other info available. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unlikely. Reported to (B)(6) by pt/caregiver.